Event description:
Reporting status: serious injury/surgical intervention/permanent damage. Reporting rationale: stenosis requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported via trial that predilatation was performed prior to stenting of the ramus to treat restenosis of a previously implanted des stent (unknown type). Elevated enzymes and a non q-wave mi were noted post procedure. No treatment was performed. The patient was admitted to the hospital with chest pain ruled in for acs with nstemi. A cath revealed triple vessel disease, and was referred to CABG which was done in 2009. CABG took place on target vessel and non target vessel. No additional event, or patient information is available.

Event description:
Subsequent to the previously filed medwatch report additional information has been received that states the target lesion was not located in the ramus as previously reported. The target lesion was located in the first obtuse marginal.

Event description:
Subsequent to the previously filed medwatch reports, additional information was received indicating that the patient expired on (B)(6) 2009 of unknown cause.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4): type of reportable event changed from serious injury to death additional: sex changed from unknown to male; ethnicity; evaluation: there was no reported product deficiency. Death is a known adverse event as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Manufacturer narrative:
Angina, restenosis, and mi, in the xience IFU, are known adverse events associated with coronary stenting and not necessarily an indication of a product deficiency. The xience IFU states, the xience stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. Also, the safety and effectiveness of the xience stent have not been established for subject populations with previously stented lesions. A conclusive cause for the reported patient effects and relationship to the xience cannot be determined.